Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated that the left gear that inserts into to push handles casting was cracked.